Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe was not able to cut vitreous completely; however, the vacuum/aspiration was available during the procedure. The product was replaced and procedure completed with no patient harm reported. Additional information and sample have been requested.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four other complaints for the reported issue. Two probe samples were returned for evaluation. Sample number one: the complaint sample was visually inspected and deemed nonconforming. Contamination is present at the inside diameter of the port. Actuation and cut testing was performed and deemed nonconforming. The cutter did not open or close in the port. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area. Actuation testing was performed after the probe was disassembled and the test was conforming. Sample number two: the complaint sample was visually inspected and deemed nonconforming. Contamination is present on the port face. Actuation and cut testing was performed and deemed nonconforming. The cutter did not close in the port. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and the cutting edge of the inner cutter. Actuation testing was performed after the probe was disassembled and the test was conforming. The complaint evaluation does confirm that both probes did not cut, with two different reasons for the poor cut quality. Sample one the probe not cutting cannot be determined from this evaluation. The most likely cause for the poor cutter appears to be from the presence of foreign material which can damage the inner cutter and impede the movement of the cutter shaft. Sample two did not cut due to the excessive surgical time of 120 minutes the probe was used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. This usage will wear and damaged the inner cutter such that the cutter movement becomes impeded. An internal investigation has been completed and action implemented after the manufacturing date of the probes to reduce the frequency of probe complaints. The manufacturer internal reference number is: (B)(4).